Event description:
The customer reported that the display intermittently went dark during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the display intermittently went dark during use. No adverse pt impact was reported. On 5/7/08, the device was evaluated at philips. The symptom could not be duplicated. The device passed all testing and was returned to the customer. The customer has not called back regarding this issue with this device. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the reported symptom.